Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection of the device showed minimal erosion of the electrode with contamination around the tip. The device was connected to a known good controller and the wand was tested at default and maximum settings which revealed that the device performed as intended. The suction line performed as intended. The complaint was not verified. Factors, which may have contributed to the reported complaint include: 1) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopy the super turbovac wan not activating without alarm and error message. The device was not generating plasma. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.